Event description:
Customer alleged to have had an allergic reaction from using the microlet lancets, which resulted in an infection in his finger. The doctor prescribed antibiotics for a period of two weeks. The lancets were replaced and customer is expected to return his lancets for eval.

Manufacturer narrative:
Lancets are not 510(k) cleared.